Manufacturer narrative:
(B)(4). Upon follow up, it was reported by a nurse that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient error. On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin 2 grams daily and intraperitoneal gentamicin 80 mg daily for bacterial peritonitis. Eleven days later, the patient completed the antibiotic therapy with cefazolin and gentamicin. The following day, the patient started treatment with intraperitoneal tienam 2 grams daily for bacterial peritonitis. Twenty one days after the start of tienam the antibiotic was discontinued. It was not reported if the patient was retrained on proper aseptic technique. That same day, the patient was discharged from the hospital and recovered that same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.